Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluations. The failure analysis results are as follows. Failure analysis was able to reproduce the reported complaint with the battery box. The battery box was installed into an in-house test system and failed at start up with a displayed 802 error. Failure analysis was not able to reproduce the reported complaint with the aux power board (apb). The apb was installed into an in-house test system and ran 10 minutes sine cycles, 10 power cycles and sat idle for 1 hour and no trouble was found. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy surgical procedure, a non-recoverable 802 fault was displayed while attempting to dock to the patient. The customer performed a system reboot prior to calling in for help. The technical service engineer (tse) instructed the customer to hard reset the system. The system came up and homed. The tse instructed the customer that they could continue, but it was the surgeon's decision if he wants to do the procedure without battery backup. Customer made the decision to continue with the procedure. Customer called back to report the non-recoverable 802 fault re-appeared when the customer was trying to dock the robot to the patient. The tse had the site perform 2 power cycles, but could not resolve the issue. The surgeon decided to convert and complete the procedure using traditional laparoscopic techniques. Isi made multiple follow-up attempts to obtain additional information, but was not able to gather any additional information. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the aux power board and battery box.